Event description:
The ge oec 9800 fluoroscopy system would not x-ray. The system was inoperable.

Manufacturer narrative:
A ge oec service rep investigated the issue and could not duplicate the malfunction. To prevent a recurrence, the service rep cleaned and re-greased the high voltage candlesticks and re-seated all pcbs and checked the lof files, and verified all voltages. The systen was tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.